Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir compartment had broken. The customer¿s blood glucose was unknown. Customer also stated that the there should be the multiple priming. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with complete broken reservoir tube lip and missing reservoir tube o-ring. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. (B)(4).